Manufacturer narrative:
Per the cartridge instructions for use: insulin should be at room temperature before filling a cartridge. The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 100 units and the insulin gauge decreased to 0 unit after delivering approximately 52 units. Additionally, cold insulin was being used and the customer did not remove the air from the cartridge. Subsequently, a minimum fill message occurred. The customer's blood glucose level ranged from 300-400 mg/dl. Reportedly, the customer reloaded the cartridge successfully and resumed insulin delivery.